Manufacturer narrative:
(B)(4). Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing anterior cervical discectomy and fusion. Failed cervical fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 1 patient had subsequent surgery within 90 days, cumulative. 23 patients had re-operation within 24- months , cumulative. This is for spd bengal stackable cage system. A copy of the clinical evaluation form is being submitted with this regulatory report.